Manufacturer narrative:
Film evaluation summary the reported endoleak could not be confirmed on the pre-implant film provided; however, the anatomical considerations noted to have contributed to the events could be appreciated. Post-implant CT¿s were not available for review and the stent graft in-vivo configuration and contrast leakage could not be evaluated. It is most likely that implantation in the reverse funnel and calcified aortic neck anatomy was a contributory factor in the occurrence of the type ia endoleak. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft system was implanted in a patient for the endovascular treatment of an 60 mm abdominal aortic aneurysm. It was reported that during the index procedure, final angiogram was performed where an endoleak type 1a was noted. The physician then decided to place 10 aptus endoanchors . Another angiogram was performed and the endoleak was resolved. As per the physician, the cause of the event was anatomy related due to a calcified and reverse funnel aortic neck. No additional clinical sequalae were reported and the patient is fine.